Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, exhibited an out-of-range pace impedance measurement. Technical services (ts) suggested performing a patient-initiated interrogation (pii) in order to review device data and potentially determine the out of range pace impedance measurement. This crt-d and ra lead remain in service. No adverse patient effects were reported.